Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger dcb balloon catheter. The balloon was loosely folded. Based on the potential root causes identified, the tip, balloon, markerbands and inner/outer shaft were microscopically and visually inspected. Inspection revealed the balloon had a pinhole in the balloon material located 35mm distal of the proximal markerband. Inspection of the rest of the device found no other damage or irregularities. The reported rupture was confirmed.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135 cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device. It was further reported that the reason for the balloon burst was possibly due to calcium. There were no patient problems and that the balloon was completely and easily removed.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135 cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device. It was further reported that the reason for the balloon burst was possibly due to calcium. There were no patient problems and that the balloon was completely and easily removed.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135 cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device.